Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that when the cutter was placed on the motor, the latter whips pre-op and causes the motor to overheat. The procedure was completed with backup product. There was no patient impact. There was a 15 minute delay.